Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. There was difficulty loading the device because the jaws would not open. To correct the issue, another device was used. No patient injury or extension in surgical time. There was no patient injury.